Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Investigation results: xjh ft cntrl,cable,recep damaged damaged footswitch cable. The footswitch cable was badly damage with wires hanging out from sleeve of the cable and it was duct tape holding the wires together. Debris buildup in the water filter. Replaced damaged/worn components and recalibrated unit to factory specs. Customer notes on paper, says the water is getting hot and is uncomfortable to the patient.

Event description:
Per the note found by tech repair in the returned complaint product box. - customer notes on paper, says the water is getting hot and is uncomfortable to the patient. While the customer was using a g124 cavitron select sps, they allege that there is low water flow and was getting hot. No injury was reported from the alleged event.